Manufacturer narrative:
As part of a quality system improvement plan stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (compromised sterile packaging) and product code ktt. Method: DHR and complaint history review. Result: device not returned. Documentation review unremarkable.

Event description:
Stryker per (B) (4) - device broke or disassembled during use. The customer reported via the sales representative, who was present in theatre during the procedure that when tensioning the cable using the tensioner, the cable snapped. It is further reported that the surgeon discarded the item and continued the procedure using another cable with no adverse effects to the pt.